Event description:
The manufacturer received information alleging a trilogy evo benelux device failed the "pneumatic test" during routine preventative maintenance at a third-party service center. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy evo benelux device at the third-party 's service center the root cause of the malfunction was determined to be a defective machine flow sensor. The device's machine flow sensor was replaced to address the issue. Additionally, a failure was detected during a pre-test where it failed on the "sensor drift verification" step due to the system board is defective. The system board was replaced to address this issue. The air foam inlet filter was replaced due to preventive maintenance requirements. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.